Event description:
A surgeon reportes that a patient developed endophthalmitis following intraocular lens (iol) implant surgery. The patient was referred to and seen by a retinal specialist. An intravitreal tap was performed and was positive for gram-positive cocci. The patient was treated with intravitreal antibiotics and steroids. Additional information has been requested.